Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, d6a, h8.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm vista volite in the cheeks. The patient experienced ¿blood flow disorder.¿ the same day, the patient was treated with prednisone 5m and loxonin. Symptoms are ongoing.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvederm vista volite in the cheeks. The patient experienced ¿blood flow disorder.¿ the patient was treated with prednisone 5m and loxonin. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.